Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternative manufacturing site below: manufacturer name - baxter healthcare - cartago. Address line 1 - g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Us city or (foreign state/province/territory) - cartago. Us state (select from FDA approved list) - na. "Us zip code (55555) or (55555-4444) or foreign postal code (10 digits)" - 30106. Country (select from FDA approved list) - costa rica. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing spike of three (3) clearlink system continu-flo solution sets disconnected from the heparin bags. This issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.